Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that calibration error 1 (pre-warm bypass flow error) occurred 7 times during calibration. All attempts to make the calibration possible did not work. Calibration test unit (ctu) worked perfectly during calibration on another device. Per sample evaluation results on (B)(6) 2024, it was reported that device could not fill up water. The circulation and mixing pump were too weak (defective) so no pressure could be built up .